Manufacturer narrative:
One certain low profile 17° abutment (ilpac4217) was returned for inspection. A visual inspection revealed that the abutment did not fracture as what was originally reported by the customer. The event reported on medwatch number 0001038806-2017-00886 submitted on dec 8, 2017 is no longer reportable. No further medwatch reports will be submitted for this event.

Manufacturer narrative:
Patient's information not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown.

Event description:
It was reported that the screw portion of the abutment fractured. Replacement abutments were available.